Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Cannulas were not going into the body. The current blood glucose reading is 148 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump failed battery test alarms due to corroded battery tube. The insulin pump was unable to perform functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests due to failed battery test alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.